Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was not charging the battery. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the battery was not charging, the rse advised the customer of the latest version of the service manual. The customer biomedical engineer (bme) reported that they were not with the unit at the time of remote service. The bme was advised to reference the service manual to confirm the power supply was working. The bme was advised to confirm 24 volts direct current (dc) across the brown and orange wires. If there was no 24 volts dc present at the wires, then the rse advised ordering a replacement power supply. The bme informed the rse that the issue was found by an authorized service provider (asp) working on the device. The rse provided the replacement part information and pricing for a replacement power supply. This investigation is ongoing.